Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 500 mg/dl. Customer did not report symptoms or treatment related high blood glucose level. Customer was not use auto mode. Customer requests assistance with programming the pump. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp-mmt-7020-snsr.